Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapsed posterior and severe bi prolapsed leaflet for a mitraclip procedure. During the procedure of mitraclip(cds0707-xtw; 50312a1097), the grippers were unable to actuate when testing above the valve. Troubleshooting was performed and was successful. Gripper orientation was successful after troubleshooting. While grasping the leaflets, the grippers were unable to actuate again. The clip was replaced with another device to complete the procedure. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issues could not be tested in the testing environment. Additionally, the gripper lines were observed to be detached, the clip cover was torn, the lock line was frayed, the harness was deformed, and the actuator coupler was broken and corroded. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the cause of the reported gripper actuation issues, observed torn clip cover, observed frayed lock line and deformed harness were unable to be determined. The observed corroded coupler and resulting broken coupler were likely due to post-procedural circumstances. The observed detached gripper lines are a cascading event of the broken coupler. There is no indication of a product quality issue with respect to manufacture, design, or labeling.